Event description:
The pt was treated on the hemodialysis with the rexeed-15sx on (B)(6) 2010. The pt complained of itching of her arms and back one hr before the end of the session. The pt also complained of difficulty of breath. The hemodialysis discontinued and the oxygen inhalation started for the pt. Then the pt admitted to the ER.

Manufacturer narrative:
The used device could not be analyzed because it was discarded by the user facility. No abnormality was found in the quality records of the suspect product lot. Consequently, the root cause of the event could not be identified as only the insufficient info was available. The symptoms observed in the events are considered to be a dialyzer reaction. And, this pt had similar reactions with other MFR's dialyzers. Therefore, this reaction might be depended on the pt's condition. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well-defined adverse reactions of unk cause. "Handbook of dialysis 4th ed." John t daugirdas et. Al., lippincott, williams & wilkins, 2006.